Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure. During procedure, when the right ventricular lead was opened from the box, it was noted the helix was loose and was not going inside the lead and staying in. The right ventricular lead was not used. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue.